Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the physician removed the atrial lead for to add additional slack. Upon attempt to re-screw down the atrial lead, the physician could not reengage the setscrew. Multiple attempts were made to no avail. The ipg was not implanted. A new ipg was implanted and did not have adverse affect on patient care. After the ipg was removed, evaluation revealed the setscrew did re-engage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.